Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed and the device met all pre-release specifications. The entire device was returned to gore for evaluation. Evaluation of the returned product observed a kinked distal shaft with exposure at the proximal end of the endoprosthesis. The outer zipper was also found to be deployed 7mm. These observations are consistent with difficulty advancing and/or withdrawing the device, but the cause of these observations could not be confirmed. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent treatment of a stenotic lesion in the left axillary vein using a gore® viabahn® endoprosthesis with heparin bioactive surface. The device met resistance while advancing through the axillary vein. It was also noted that the device unintentionally partially deployed while being advanced. The device was able to be withdrawn through the sheath and removed from the patient. The physician stated she believes the stenosis caused the premature deployment. Another gore device was used to complete the procedure. The patient tolerated the procedure.